Event description:
It was reported that during a labrum refixation surgery the device broke during the implantation into the glenoid. The resistance was too great and the metal guide was pressed into the anchor and burst it. The anchor still held and remained inside the patient, but some parts had to be retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.